Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported guide wire separation appears to be related to operational context. In this case it is likely that the reported complaint is a result of the patient¿s anatomical condition or disease severity combined with use techniques. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
During a procedure to treat right coronary artery #3 lesion with 99% stenosis, heavy calcification and moderate tortuosity, a viperwireadvance guidewire was used with an orbital atherectomy device (oad). A microcatheter and a non-abbott guidewire were attempted to cross the lesion. Initially, the non-abbott guidewire was planned to be exchanged with the viperwire guidewire after it would cross the lesion. However, the microcatheter could not pass through the lesion due to stenosis. The microcatheter was removed, and the viperwire guidewire was delivered to the lesion that successfully crossed the lesion. Atherectomy was performed twice. The radiopaque part of the viperwire was noted to be fractured and the length of the fractured part was 3cm long. The fractured part(s) could not be removed since it went into #4 posterior descending branch. The physician does not have any concerns about potential long-term risk outcomes to the patient. The procedure was completed without any adverse patient effects.